Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt failed the fall-off test. Investigation revealed the red (can-h) wire was open in the trunk cable insulation. The root cause for the open wire was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the fall-off test. The last patient to use this belt did not report any deficiencies.